Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances greater than 2000 ohms in all configurations. There are no plans to revise the system at this time. This lv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that this left ventricular (lv) lead was surgically abandoned and replaced. During the revision the lv lead was tested via a pacing system analyzer (psa) and the high impedances were recreated. Additionally, a potential lv lead fracture was observed via fluoroscopy. No additional adverse patient effects were reported.